Event description:
The tl60 was used during a colectomy. No staples were fired from stapler when it was fired. Another tlc60 was opened to complete the case. There was no consequence to the pt. 11/6/96 the rep reported the stapler was fired across the bowel. 11/6/96 see clinical follow up for add'l info.

Manufacturer narrative:
Unavailable device was not returned for evaluation.